Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had infection at the pocket. Patient stated the pocket site was red and painful. Patient was given antibiotics and will wait to turn on stimulation until after antibiotics are finished. Rep will follow up with patient after antibiotics. The issue has not been resolved at the time of this report. No surgical intervention occurred or planned. No further patient symptoms or complications were reported in this event.